Manufacturer narrative:
Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak, clear passage, and clamp function testing were performed and no issues were observed. There were no issues and no alarms during the machine testing of the sample. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of four of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that leaks were observed and there was a loose connection between the blue clamp line and the supply bag that led to this alarm. The renal technical service representative (rts) guided the home patient (hp) to clear the alarm, end the therapy session and disconnect the aseptic way. Rts reminded the hp to contact their pd registered nurse and to drain with a manual bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.